Event description:
Starting spinal, attempted to pass needle x2 but pt sensitive and moving around. Needle removed and local reinjected. Introducer needle placed. Unsuccessful attempt. Removed spinal needle from introducer but only the stylet returned (needle remained in pt). Could barely see needle in introducer, needle safely removed with hemostat and introducer removed.